Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas with a dexcom g7 sensor, with no reported infusion set leaks, no alarms interrupting insulin delivery, and the user declining to change tubing or confirm glucose with a fingerstick. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Troubleshooting and education were provided remotely, and the user was advised to call back if hyperglycemia persisted or for additional assistance. Investigation included a review of device performance as reported by the user and confirmation of no alarms. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device malfunction or component failure identified based on user-reported checks. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.